Event description:
Information obtained in person from the ward manager: the resident was in bed in the ward following a total knee replacement operation and was connected to a flowtron device. During the night, the resident got up to go to the toilet, forgetting that they were connected to the flowtron, tripped over the grey tubing from the garments, and fell. The patient was approximately 8 hours post-operative following a total knee replacement. The fall occurred with impact on the surgical site, which reopened. The wound required re-closure. Following discussion with the ward manager, it was concluded that the device was not a contributing factor to the cause of the fall. The device was confirmed to be in very good condition. The device was not quarantined and continued to be used after the incident.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. H3 other text : device evaluated by the facility.